Manufacturer narrative:
According to available information, the pericardial effusion was resolved and this lead was removed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular lead displayed no capture. The lead was repositioned and acceptable lead measurements were obtained. After this atrial lead was advanced, but not positioned, the patient's blood pressure was 70/30 with an intrinsic pulse of 30 bpm. An ultrasound was performed revealing a pericardial effusion. The effusion was drained and resolved. The leads were removed. The patient remains hospitalized in the intensive care unit.